Event description:
It was reported the patient regained the movement in her legs and feet. The patient's issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system was implanted and she was sent home. The same evening the patient reportedly experienced weakness and loss of feeling in her lower legs. The patient was transported to the emergency department at the hospital. It was determined the patient had an epidural hematoma. The patient's system was explanted.